Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of constant air-in-line alarm through the history log, but could not reproduce it during evaluation. Evaluation found the upstream sensor readings to be below specification, cause by a failed upstream sensor. This can make the pump more sensitive to air-in-line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump experienced a constant air-in-line alarm. It was also reported that there was no patient involvement.